Event description:
Further information was received indicating on 22 march 2018 the rv lead was capped and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elevated right ventricular (rv) pacing impedance and loss of capture were observed. The physician wanted to replace the lead; however, the patient refused as he is not pacemaker dependent. The device was programmed to the maximum ventricular output and will continue to be monitored. The patient did not experience any adverse consequences and was stable.